Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow button has required several presses to obtain a response for the past 2 to 3 months. She noted that the down arrow buttons feels flat, and that all other keypad buttons are responding appropriately. The patient stated that she wears the pump clipped to her bra; and denied exposing the pump to water and cleaning products.